Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Upon further follow up with the customer the following information was provided: there was no malfunction in the accessories used for reprocessing, no delay to the start of pre-cleaning or manual cleaning, air/water is flushed through the device during pre-cleaning, detergent is flushed during manual cleaning, and the distal end is brushed/wiped per the instructions for use (IFU). Foreign material was found in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations in reprocessing from the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the angulation movement of the evis exera ii gastrointestinal videoscope as not good. The issue was observed during maintenance. An olympus field service engineer (fse) checked the device and found angulation was reduced in all directions. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with a yellowish/brown foreign material. It was unknown what the foreign material was. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. Additional device evaluation findings were as follows: due to nozzle clogging, amount of water contact did not meet the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, due to wear of angle wire, the play of right/left and up/down knobs were out of the standard value, bending section cover rubber and the connecting tube had discoloration, plastic distal end cover had a dent, right/left knob and the up/down knob as well as the grip were dirty, and the connecting tube, scope connector, universal cord, suction cover, control unit, and grip all had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.